Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. The right ventricular lead exhibited elevated pacing thresholds. The lead had perforated the patient. The lead was capped and replaced. The patient had no complications post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).